Event description:
It was reported that sometime post-op the pt had a screw breakage in the sacrum. It was reported that no revision surgery is planned for the pt. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.